Event description:
A report was received that the patient was having difficulty charging her ipg. An x-ray confirmed that the ipg was flipped in the pocket. The physician suspected that the patient had flipped it on her own. The patient underwent a pocket revision procedure, during which the physician noted that the lead was coiled. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was having difficulty charging her ipg. An x-ray confirmed that the ipg was flipped in the pocket. The physician suspected that the patient had flipped it on her own. The patient underwent a pocket revision procedure, during which the physician noted that the lead was coiled. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information received indicates that the patient is still having difficulty charging. The patient will undergo an another pocket revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information received indicated that the patient underwent the pocket revision, during which, the physician relocated the ipg and implanted two lead extensions. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was having difficulty charging her ipg. An x-ray confirmed that the ipg was flipped in the pocket. The physician suspected that the patient had flipped it on her own. The patient underwent a pocket revision procedure, during which the physician noted that the lead was coiled. The patient was reportedly doing well following the procedure.